Event description:
It was reported two hand piece for battery powered drivers do not run. The issue was found during the cleaning process. There was no patient involvement this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name gxl. Device is an instrument and is not implanted/explanted. A service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2013 due to motor failure. The customer called in a service request for this item on (B)(4) 2014 and reported the device is inoperable. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the device was inoperable. The repair technician reported the motor was not turning. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on 3-dec-2014. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.